Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: failed leak test a root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined and for the additional reportable findings, the most probable cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dark image. The event occurred during a therapeutic appendectomy procedure which was completed using the same device. There were no reports of patient harm.